Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the products said to be involved were returned in a clear plastic bag. Provided with the return were two open trays from the lot number provided in the report. The labels match the products returned. Our laboratory evaluation of the products said to be involved confirmed the report. 2 catheters were included in the return, neither showed evidence of use (no discoloration, kinks, or powder within). 1 lance, 1 spring, 1 foam piece, and 1 black o-ring were moving freely within the returned trays. The spring and lance were determined to belong to device #1 as the regulator and lance were still intact within device #2. However, the foam and black o-ring were missing from both devices, so it is unknown which device the returned o-ring and foam are associated with respectively. Additionally it is unknown which device the returned catheters were originally packaged with. Device #1: the device was returned with the on/off switch in the "off" position. Not all components were included in the return. The small metal ball bearing from the regulator was not returned. The catheters, foam, and black o-ring were not able to be definitively associated with either device. The white body of the handle has cracked open. Powder was not observed on the returned components. The red activation knob was returned inserted into the handle, though not in the activated position, with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. The regulator has popped and the lance, spring, and small white o-ring were returned, with the white o-ring remaining fixed in the handle. The co2 cartridge was returned and was fully punctured. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Device #2: the device was returned with the on/off switch in the "off" position. It is unclear if all components were included in the return. The catheters, foam, and black o-ring were not able to be definitively associated with either device. The white body of the handle has not cracked open. Powder not observed on the returned components. The red activation knob was returned within the handle, though not in the activated position, with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. The regulator has not popped, the lance remains seated in the regulator. The co2 cartridge was returned and was fully punctured. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it secured to the regulator during activation. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4851086, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that while engaging the co2 [carbon dioxide], two device "exploded", creating a loud noise and flying. No one was hurt, and the patient was not harmed during the case. A third device was used to finish the procedure.